Manufacturer narrative:
The product was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that during implant, the coring knife was dull and the surgeon requested another coring knife. The operating room team was unable to locate the stand alone coring knife and the team opened another implant kit to obtain another coring knife.

Manufacturer narrative:
The report of the coring knife not being sharp was confirmed. Functional sharpness testing was performed. The force necessary to cut was higher than acceptable and determined to be a failure. The supplier was contacted. The supplier investigated and concluded that their cleaning process may have drifted and may be the cause of the dull knife edge. To assure all knives are sharp before shipment to the manufacturer, a functional sharpness test is now performed after cleaning by the supplier. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.